Event description:
This will be filed to report single leaflet device attachment, recurrent mitral regurgitation, and tissue injury. This research article is a case study designed to evaluate recurrent mitral regurgitation (mr) that can occur even after successful transcatheter edge-to-edge mitral valve repair (teer). Complications identified in the study included: recurrent mr, shortness of breath, hospitalization, unexpected medical intervention, single leaflet device attachment (slda), and tissue injury. In conclusion, repeat clipping should be considered after careful anatomical assessment, even in patients with challenging anatomy. Details are listed in the attached article titled, ¿a case report of repeat clipping for recurrent severe mitral regurgitation from both sides of the clip: those who run after two hares may catch both."

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported incomplete coaptation (slda) and tissue injury could not be determined as they are not linked to a specific procedure. A cause of the reported recurrent mr could not be determined. The reported dyspnea was a cascading effect of recurrent mr. The reported patient effects of mitral regurgitation, tissue injury, and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3 and d6: dates estimated. D4: the UDI number is not known as the part and lot number were not provided.